Event description:
It was reported that during a lap. Banding procedure, the device did not get hot. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4) (B) (4). Eval summary: the device was returned with the tissue pad missing. The device was tested with the generator and found to be functional. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. The batch records were reviewed with no anomalies noted during the manufacturing process.